Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had deep scratches on the screen and it affects there ability to view it. The customer¿s blood glucose was unknown at the time of incident. The customer also report the insulin pump had diminished battery life and received error code on the insulin pump. The insulin pump will not be returned for analysis.